Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system when filling the tube. Troubleshooting was done. No blood glucose reading provided. Customer stated that the drive support cap was sticking out. Customer reported also missing dome label sticker. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.